Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the right atrial (ra) lead exhibited loss of capture. A revision procedure was performed where the lead was tested on a pacing system analyzer (psa) and sensing, impedance and threshold measurements were unable to obtained. A fracture was visualized on the x-ray, thus the ra lead was surgically abandoned. The patient was downgraded to a single chamber pacemaker during the revision procedure. No additional adverse patient effects were reported.